Event description:
Follow up information received from the patient reported that the circumstances that led up to the not feeling stimulation issue was a change in their activity. The patient stated that they felt better and the pain in their leg had resolved. Also, the replacement programmer resolved the intermittent splash screen issue.

Event description:
Information was received from a patient implanted with a neurostimulator for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient programmer intermittently displayed the splash screen since (B)(6) 2016. The patient changed the aaa alkaline batteries and the issue was not resolved. The patient verified that she was using new aaa alkaline batteries. There was no out of box failure reported. The patient also reported not feeling stimulation and feeling pain in her leg that also began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.